Event description:
Reportable based on investigation results approved 14 march 2007. It was reported that during a left internal carotid artery stenting treatment procedure, a balloon leak was noted. The customer stated that "the procedure was in the situation after stenting to postdilatate the stent. It wasn't possible with the balloon, cause it had a leak. The procedure was successfully finished with (another of the same type balloon)." No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
Device analysis: the balloon catheter with the balloon in a semi inflated state was received in good condition with no damage observed. Microscopic examination of the balloon material revealed a tear in the balloon wall located 1.3 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the ro markers that could have contributed to the leak. The mfg records for top assembly batch 8359994 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the tear could not be determined.